Event description:
It was reported to philips that during a stemi (st-elevation myocardial infarction) procedure, imaging became unavailable. The patient was subsequently moved to another room. The report indicated that the patient passed away; however, detailed information regarding the death has not been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
The 510(k) number for this report has been updated, as the previous report contained an incorrect number. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
Philips has investigated this complaint. Despite multiple good faith attempts, philips did not receive the required clinical information. A philips field service engineer (fse) and national support specialist (nss) inspected the system onsite and confirmed that it was functioning properly. Log review showed that the third-party uninterruptible power supply (ups) had entered battery backup mode. In this mode, the customer¿s ups¿configured as a low load unit¿allowed the system to operate only in low load fluoroscopy (llf) while exposure was not possible. Review of the azurion system logs confirmed recurring ¿low load fluoro¿ messages on these occasions, including on 09 may 2025 and earlier dates. This pattern was traced to a scheduled ups self test configured to run every other friday at 4:30 pm. During each self test, the ups switched to battery backed mode, automatically triggering the system to enter the llf state. Attempts to perform exposure during llf resulted in a user message overlay warning that llf was active. Philips contacted the third party responsible for servicing the ups and informed them that the ups self test caused the azurion system to enter battery backup mode, preventing cine imaging due to limited ups power capacity. Although requested, further details about the ups configuration were not provided, the third-party service provider subsequently disabled the scheduled self tests. Afterwards, philips engineers verified full system functionality, performed image quality (iq) calibration, and installed a power monitor on the incoming ups line to detect any power irregularities. After a monitoring period with no detected anomalies, the system was returned to clinical use in good working order. Philips will take appropriate corrective actions, if deemed necessary.